Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 19 february 2024, a 10mm amplatzer septal occluder was chosen for implant to close a small atrial septal defect (asd) using a 9f amplatzer trevisio intravascular delivery system. The device was prepared and while the device was in the loader, the device became detached from the cable. The device was replaced with a 30-25mm amplatzer talisman pfo occluder. The device was deployed, and the right disc was bulbous. The device was removed. There was no replacement device, and the procedure was aborted.

Manufacturer narrative:
An event of a device deforming during implantation was reported. A returned device assessment could not be performed as the device was not returned for analysis. Use of the incorrect size delivery system and anatomical interference are potential causes of the reported event. Information from the field indicated that the correct size delivery sheath was used but that there was interaction with cardiac structures during deployment of the second device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. The additional 9-asd-010 device referenced in b5 is filed under separate medwatch report number. .